Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during placement the foley catheter was naturally removed while in the patient's care, and the water in the balloon was removed. It was reinserted and fixed, but it was naturally removed again on the same day.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of an all-silicone temp sensing foley catheter. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed, labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during placement the foley catheter was naturally removed while in the patient's care, and the water in the balloon was removed. It was reinserted and fixed, but it was naturally removed again on the same day.